Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for evaluation and the reported deployment issue and difficulty removing was not able to be confirmed as the stent had been deployed. The tip separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A conclusive cause for the reported deployment difficulty could not be determined. The difficulty removing and additional damage to the device is due to operational context. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, 5.5 mm in diameter, superficial femoral artery. The vessel was prepared per the instructions for use. After placement of the 5.5 x 120 6f supera stent delivery system (sds) at the lesion site and after advancing the thumb slide to the most distal position, the stent would not fully release from the delivery system. The stent delivery system was retracted using fluoroscopy bringing the partially deployed stent out with it. The tip of the catheter separated when retracting the device as the stent would not retract into the sheath. The separated tip was removed from the anatomy inside the stent. A new supera sds was used successfully to treat the patient with no further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.